Event description:
Patient was using medtronic insulin pump model mmt-1780, sn: (B)(4), minimed 670g version 3.18e for glucose control. Patient had been using device for 2 years with adequate glucose control and a1c of 6.6 ((B)(6) 2019). Patient states she had a couple of readings with a high glucose alert, all of which she treated with bolus insulin per her pump correction factor. She continued to feel ill with nausea and vomiting and presented to the hospital. Patient was found to have dka and was admitted to the ICU. The patient¿s medtronic pump was interrogated by the pharmacist with the help of the medtronic insulin pump device hotline personnel. The hotline representative led the patient and the pharmacist through several device interrogation menus which led to a ¿device error¿. The error stated that it was a battery error and the representative had the patient and pharmacist replace the battery. The representative found no other errors, and told the patient and pharmacist the device should be safe to use since they replaced the battery. Dates of use: two years.